Event description:
It was reported that the ceramic tip of this resection ablator broke off in the joint during a shoulder arthroscopy. The surgeon retrieved the broken piece of the tip without injury to the pt or significant surgical delay.

Manufacturer narrative:
Investigation results: an investigation of this device was unable to be performed as it was discarded by the user facility. The user reported that the generator settings at the time of this event were cut 45 watts and coag 45 watts. The instructions for use provides the following information: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. A maximum setting of 40 watts should be used. Adjust es generator settings according to the following: tissue ablation 20-40 watts in "coag" mode and coagulation of soft tissue 20-40 watts in "cut" mode. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated. Do not bend shaft. Avoid excessive bubble accumulation around electrode during use. Avoid unnecessary activation between tissue applications. Electrode tip must be within field of view at all times while activated. The trident resection ablator may be used with any non-conductive cannula. The customer will be provided additional information regarding use of this device.